Manufacturer narrative:
Zoll has not yet received the zoll console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the coolgard 3000 ivtm system (s/n (B)(4)) displayed a tcmid: 04 (ce response timeout) error message. There is no report of patient involvement. No additional information was provided.

Manufacturer narrative:
Coolgard 3000 ivtm system s/n (B)(4) was returned to zoll (B)(4) for evaluation. Visual inspection of the system found the screws at umbilical cable connector, the top lid pivot display, and the top cord hook pin dowel were missing. The caster and the top lid were observed to be loose. The rotor gaps are out of specification. The coldwell, the hex basket, and the screen coldwell were rusty. The drip tray and the spar gaskets were observed to be damaged. The pump lid was broken. A review of the event log was performed and found tcmid:04 (ce response timeout) errors to have occurred on (B)(6) 2016, rather than on the reported event date of (B)(6) 2016. Initial functional testing: the system failed initial functional testing due to the temperature probe lm-34 is defective. In summary, the customer reported complaint of tcmid:04 error was confirmed in the event log and during functional testing. The root cause was determined to be the defective temperature probe lm-34. The damages observed during visual inspection are unrelated to the reported complaint of tcmid:04. The lm-34 probe was replaced, remedying the reported complaint and allowing the system to function as intended.